Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: spoke with the account and provided the manufacturing date for the two device batches included in this packaging lot (l51d70 on 2/4/2014 and l51587 on 1/21/2014). They had no further information on the patient or the surgery details. They did not know the date of surgery. A review of the batch history record found no anomalies noted during the manufacturing process.

Event description:
It was reported that the patient developed an infection. It was reported this incident is part of a litigation. The patient status was unknown. No additional information was available at the time of the call. The status of the device is unknown.